Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term. H6 codes: health effect - clinical code - e0718 epistaxis.

Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient encountered a possible dexcom malfunction which may have caused or contributed to her injury. On 02/09/2024, the episode occurred about 3 days after the sensor had been inserted in the abdomen. The patient called technical support on 02/09/2024 for assistance in applying a new sensor, as she did not want to make the same mistakes which resulted in the reported episode. The patient noted that earlier the same day, she had fallen, hit her nose, and experienced bleeding. She mentioned that she was okay at the time of the call, she did not have to go to the emergency room. She believed her sugar dropped resulting in loss of balance. The patient reportedly had her sensor and when she turned on the phone, it was showing sensor error. Prior to her fall, the display device showed the graph was dropping 200 mg/dl going down and the space for readings showed "little dots" instead of numbers. At the time of the call, the patient was a bit fuzzy, but stable. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be sensor noise under an hour. No additional patient or event information is available.